Event description:
It was reported that the patient underwent a surgical procedure to explant an ambicor penile prosthesis (app) due to infection. At a later date, the patient had an inflatable penile prosthesis (ipp) implanted. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available there was no report of a device performance allegation. The reported patient symptoms are known risk associated with ambicor penile prosthesis (app) procedures and indicated in the labeling. A conclusion code of known inherent risk of device was assigned to this investigation

Event description:
It was reported that the patient underwent a surgical procedure to explant an ambicor penile prosthesis (app) due to infection. At a later date, the patient had an inflatable penile prosthesis (ipp) implanted. No patient complications were reported.